Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was too much resistance with using the three cubic centimeter syringes during cataract procedures. The syringes release very suddenly and too much volume is injected into the eye. No patient harm was reported. No additional information is expected for this case. There is no syringe sample returning for evaluation.